Event description:
During remote follow up, increased capture thresholds and increased pacing impedance were observed in the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.